Manufacturer narrative:
A sample device was not returned for analysis. It remains implanted in the patient's eye. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she wanted a blue light filtering lens to be implanted in her eye. But, a company representative convinced her doctor that a uv only lens was blue light filtering lens and it was implanted in her eye. The consumer stated she had tired eye after working on computer. Additional information was requested, but no further information is available.

Manufacturer narrative:
D.3. Product manufacturing site updated due to receipt of product serial number g.9. Manufacturer report number corrected and reported under 1119421-2023-01710 product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. The patient complains of their eye getting tired after working at a computer. The patient wants to have a lens replaced with one that has blue light filtering. The file will be reopened if additional information is provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received. According to the surgeon there was a misunderstanding between the surgeon and the company representative. The surgeon spoke with the company sales representative about the patient¿s desire for a blue-filtering lens. After that conversation, the surgeon believed that the company lens would meet the patient¿s needs for blue-filtering. The patient preferred a lens with a blue blocking filter. According to the surgeon the prognosis was excellent. The patient had excellent outcome with the toric lenses. At the final post-op visit, patient expressed concern to the surgeon of having an intraocular lens ( iol) with blue blocking filter in the left eye only and not the right eye. The surgeon discussed with the patient that there is no evidence of the iol¿s without the blue blocking filter causing harm to the eye and also discussed of iol exchange in patient's right eye. The surgeon felt that the risks outweighed the benefits and offered the patient a second opinion with a colleague. The patient did not follow through with this. The patient sought a second opinion elsewhere and that surgeon also felt the risks outweighed the benefits. The lens remains implanted.